Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 12-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a corrupted database. A technical support specialist (tss) dialed into the station, checked the station data sync logs for error messages, ran database queries and reviewed event viewer logs, and verified that the database was not corrupted. The logs were saved and attached to the case. The tss then dialed into the es server and confirmed that the device was not showing as disconnected in health sight viewer. The last upload from the station was current with the server time. The tss proceeded to perform a full sync of the device following standard procedure. The full sync completed successfully without disruptions. After completion, the disconnected mode icon no longer displayed on the station, and the data synchronization logs showed no errors and were processing messages successfully. The customer was informed accordingly, verified that the status was working as intended, and approved closing the case ticket. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station database was corrupt, and device on disconnected mode icon. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.